Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance and, consequently, the ruby coil unintentionally detached within the lantern. Therefore, the physician removed the lantern containing the detached ruby coil and the coil was flushed out from the microcatheter. The procedure was completed using new ruby coils, the same lantern, and same catheter. There was no report of an adverse effect to the patient.